Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. On (B)(6) 2014, the patient's inratio inr was 2.8. On (B)(6) 2014, the patient experienced a nose bleed and went to the emergency room. In the emergency room at 7:50am, the laboratory inr was 6.9. The bleed was cauterized. Before 4:00pm, the same day, the patient's inratio inr was 4.1 warfarin was put on hold for one week. There was no additional information provided.